Event description:
It was reported that an alert was delivered for low impedance. In the clinic, the hv lead impedance was in range. The alert occurred after some recharges of the capacitors and some delivered shocks for atrial fib. One alert noted that some of the capacitor recharges were interrupted due to a problem with the hv lead. The physician does not want to replace the lead at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.